Event description:
It was reported that a shocking or jolting sensation occurred. There was a reported overstimulation sensation in the pt's left leg. There were no known events leading to the pain in the left leg. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).